Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 502 mg/dl at the time of incident and current blood glucose level was 502 mg/dl. Customer treated high blood glucose with manual syringe. Customer was experienced nausea and vomiting because of high blood glucose. Customer was feeling ok trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature on insulin pump. Customer not alleging that the insulin pump was under delivering. It was also stated that the small size air bubble was present along the tubing length. The device will not be returned for analysis.